Event description:
The consumer reported that their implant procedure did not go well and they ended up in the intensive care unit (ICU) post-procedure on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that after surgery the implant was very painful and sore, and that they had to treat them with antibiotics. It was reiterated that the patient nearly died, and that 30 minutes in to the implant the patient stopped breathing. The patient was intubated and they had difficulty intubating them, with the patient not having breath for 2 minutes. An anesthesiologist brought back the patient's breathing and they continued the surgery. By the time they were finished with surgery their whole head and neck were swollen up and they were in acute respiratory failure for four days. The patient was on a ventilator, was coded once again, and transferred to a hospital where they were put in intensive care. When the patient was on the ventilator they stopped breathing again. The device seemed to help the patient and then they lost 16 pounds.

Event description:
Additional information from the patient reported that the patient had a bad experience at the implant surgery and it was a "significant life threatening event." The patient reported they gave them some drugs to put them to sleep and 30 minutes later they stopped breathing. The patient was resuscitated and they decided to go on with the implant surgery. They went into respiratory failure twice and then was sent to the hospital intensive care and was there for three days on a ventilator. The event date was noted as (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.